Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the laser and suctioning quit working. An alternate system was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The company representative did not indicate finding any issue with the suction. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 24, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of no laser function can be attributed to user error since the customer did not wait ample time to allow the laser to complete its boot-up sequence. The root cause of the reported event of the suction function being unavailable cannot be determined conclusively. (B)(4).